Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range right atrial (ra) pacing impedance of greater than 3000 ohms. A loose atrial set screw was discovered and tightened. The ra impedance was then 600 ohms, and the device was being checked again. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.

Manufacturer narrative:
(B)(4). As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range right atrial (ra) pacing impedance of greater than 3000 ohms. A loose atrial set screw was discovered and tightened. The ra impedance was then 600 ohms, and the device was being checked again. To date, there have been no reported adverse patient effects associated with this clinical observation. Subsequently the device was explanted for normal battery depletion. The device has been returned for analysis. There were no adverse patient effects reported.